Event description:
The gown that was supplied in the whipple pack was worn by the surgeon and developed strike through during the surgical case. He noticed it and scrubbed out to rewash, gown, and glove.